Event description:
It was reported by service report that the scale is not accurate and the power cord has a bent and loose ground prong. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.